Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle surgery while inserting the screw it broke into several small fragments. The surgeon needed additional 30 minuets to retrieve all parts out of the patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 23-jun-2020: it was further reported that an additional anesthesia was needed.